Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed may have paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received an updated cef form on 08/04/2022 with the abdomen added as area of concern. Treated areas: abdomen and back, treatment date (B)(6) 2019. (Initial (B)(4)) diagnosed with pah on (B)(6) 2022 by aprn.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and bra rolls (back area). Treatment dates include (B)(6) 2019 and (B)(6) 2022. Patient developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
H11 corrected data: a2 b5 d1 g1 h6.